Event description:
I have observed an increase in wound infections and an increase in sternal dehiscence, which I believe may be product related. In one pt one of the cables fractured and pulled through the bone of the sternal closure causing sternal instability and subsequent infection. Because of the braided nature of the cable, the infection was worse than if it had been a monofilament wire. Several pts reported persistent pain and the cables had to be removed.